Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. The patient said there was an air detected in cassette warning during an unspecified phase of treatment. The patient discovered fluid inside the cassette door. The patient reset up with new supplies. In a follow-up with the patient's pd nurse, it was reported that there was no harm, intervention, or adverse event associated with the reported event. The patient is using the same cycler with no further issues. The cycler set is not available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. The patient said there was an air detected in cassette warning during an unspecified phase of treatment. The patient discovered fluid inside the cassette door. The patient reset up with new supplies. In a follow-up with the patient's pd nurse, it was reported that there was no harm, intervention, or adverse event associated with the reported event. The patient is using the same cycler with no further issues. The cycler set is not available to return for analysis.